Event description:
Event verbatim [preferred term] burn blister popped and the burned wound worsened / didn't even feel it burn [burns second degree] , . Case narrative: the initial case was missing the following minimum criteria: adverse event. Upon receipt of follow-up information on 25mar2019, this case now contains all required information to be considered valid. This is a spontaneous report from a non-clinical-study program, thermacare (B)(6) page. A contactable consumer reported this patient of unspecified age and gender who started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. Medical history included an unspecified surgery on an unknown date. The patient's concomitant medications were not reported. The patient experienced a burn blister" on an unspecified date. The burn blister ruptured and the burned wound worsened requiring unspecified interventions. The patient sent the photos of the burn. The patient stated "I didn't even feel it burn. This happened in a hospital after surgery". The action taken with the product and the clinical outcome of the event(s) were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister popped and the burned wound worsened / didn't even feel it burn [burns second degree] , . Case narrative:the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 25mar2019, this case now contains all required information to be considered valid. This is a spontaneous report from a pfizer sponsored program, thermacare facebook page from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. Medical history included an unspecified surgery on an unknown date. The patient's concomitant medications were not reported. The patient experienced a burn blister on an unspecified date. The burn blister ruptured and the burned wound worsened requiring unspecified interventions. The patient sent the photos of the burn. The patient stated "I didn't even feel it burn. This happened in a hospital after surgery". The consumer stated "it appears the sender attached several photos of "burns" which I believe may be related to a thermacare wraps which we announced back in nov2018." The action taken with the product and the clinical outcome of the event were unknown. As of 24apr2019, according to the product quality complaint group: initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 84 complaints for menstrual products during this time period for the class/subclass. There were two complaints, #; batch t26693 and #; batch t26691 confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The root cause was identified as equipment - other. Known CAPA's for the confirmed complaints are listed below. The preliminary assessment did not identify a cause related to the investigations mentioned above. Pr# #-pa1: create an mwi for purging brine. Pr# #-pa 2: replace current brine manifold to dispensing plate supply lines. Pr# #-pa 3: implement hpm hourly inspection. Pr# #-pa 4: complete evaluation of wrap size /determine need to increase the outside border of the wrap from 3mmto 5mm. Pr# #-pa 5: complete evaluation of brine solution detectability by the quality check camera's/coloring brine or uv absorber pr# #-pa 6: update failure mode effective analysis # to reflect mitigation actions for "brine outside cell. Pr# #-pa 7: identify & update all previous complaint investigations due to unsealed cells for the 4 batches. Investigation # was executed for menstrual & muscle joint USA products with a subclass of cells damaged/leaking. A leaking cell pack for batch t26691 was the cause of the event. After aqrt review, the event was confirmed and resulted in a recall for the following batches: t26691, t26693, t26686 and s68516. This current complaint does not include the subclass of cells damaged/leaking. The adverse event safety request for investigation complaint subclass shows an increase in nov2018 thru feb2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for menstrual products, refer to the attached trend chart for mar2016-mar2019. There is no further action required. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Process related: no. Complaint confirmed: no. Follow-up (24apr2019): new information received from the product quality complaint group includes investigational results. Follow up (02may2019): new information received from product quality complaint included: suspect device was updated to thermacare heatwrap (thermacare menstrual). Company clinical evaluation comment based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 84 complaints for menstrual products during this time period for the class/subclass. There were two complaints, #; batch t26693 and #; batch t26691 confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The root cause was identified as equipment - other. Known CAPA's for the confirmed complaints are listed below. The preliminary assessment did not identify a cause related to the investigations mentioned above. Pr# #-pa1: create an mwi for purging brine. Pr# #-pa 2: replace current brine manifold to dispensing plate supply lines. Pr# #-pa 3: implement hpm hourly inspection. Pr# #-pa 4: complete evaluation of wrap size /determine need to increase the outside border of the wrap from 3mmto 5mm. Pr# #-pa 5: complete evaluation of brine solution detectability by the quality check camera's/coloring brine or uv absorber pr# #-pa 6: update failure mode effective analysis # to reflect mitigation actions for "brine outside cell. Pr# #-pa 7: identify & update all previous complaint investigations due to unsealed cells for the 4 batches. Investigation # was executed for menstrual & muscle joint USA products with a subclass of cells damaged/leaking. A leaking cell pack for batch t26691 was the cause of the event. After aqrt review, the event was confirmed and resulted in a recall for the following batches: t26691, t26693, t26686 and s68516. This current complaint does not include the subclass of cells damaged/leaking. The adverse event safety request for investigation com.

Manufacturer narrative:
Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. (B)(4). There were two complaints, #; batch t26693 and #; batch t26691 confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The root cause was identified as equipment - other. Known CAPA's for the confirmed complaints are listed below. The preliminary assessment did not identify a cause related to the investigations mentioned above. Pr# #-pa1: create an mwi for purging brine. Pr# #-pa 2: replace current brine manifold to dispensing plate supply lines. Pr# #-pa 3: implement hpm hourly inspection. Pr# #-pa 4: complete evaluation of wrap size /determine need to increase the outside border of the wrap from 3mmto 5mm. Pr# #-pa 5: complete evaluation of brine solution detectability by the quality check camera's/coloring brine or uv absorber pr# #-pa 6: update failure mode effective analysis # to reflect mitigation actions for "brine outside cell. Pr# #-pa 7: identify & update all previous complaint investigations due to unsealed cells for the 4 batches. Investigation # was executed for menstrual & muscle joint USA products with a subclass of cells damaged/leaking. A leaking cell pack for batch t26691 was the cause of the event. After aqrt review, the event was confirmed and resulted in a recall for the following batches: t26691, t26693, t26686 and s68516. This current complaint does not include the subclass of cells damaged/leaking. The adverse event safety request for investigation com.

Event description:
Event verbatim [preferred term] burn blister popped and the burned wound worsened / didn't even feel it burn [burns second degree] , . Case narrative:the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 25mar2019, this case now contains all required information to be considered valid. This is a spontaneous report from a pfizer sponsored program, thermacare facebook page from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. Medical history included an unspecified surgery on an unknown date. The patient's concomitant medications were not reported. The patient experienced a burn blister on an unspecified date. The burn blister ruptured and the burned wound worsened requiring unspecified interventions. The patient sent the photos of the burn. The patient stated "I didn't even feel it burn. This happened in a hospital after surgery". The consumer stated "it appears the sender attached several photos of "burns" which I believe may be related to a thermacare wraps which we announced back in nov2018." The action taken with the product and the clinical outcome of the event were unknown. As of 24apr2019, according to the product quality complaint group: initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. (B)(4). There were two complaints, #; batch t26693 and #; batch t26691 confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The root cause was identified as equipment - other. Known CAPA's for the confirmed complaints are listed below. The preliminary assessment did not identify a cause related to the investigations mentioned above. Pr# #-pa1: create an mwi for purging brine. Pr# #-pa 2: replace current brine manifold to dispensing plate supply lines. Pr# #-pa 3: implement hpm hourly inspection. Pr# #-pa 4: complete evaluation of wrap size /determine need to increase the outside border of the wrap from 3mmto 5mm. Pr# #-pa 5: complete evaluation of brine solution detectability by the quality check camera's/coloring brine or uv absorber pr# #-pa 6: update failure mode effective analysis # to reflect mitigation actions for "brine outside cell. Pr# #-pa 7: identify & update all previous complaint investigations due to unsealed cells for the 4 batches. Investigation # was executed for menstrual & muscle joint USA products with a subclass of cells damaged/leaking. A leaking cell pack for batch t26691 was the cause of the event. After aqrt review, the event was confirmed and resulted in a recall for the following batches: t26691, t26693, t26686 and s68516. This current complaint does not include the subclass of cells damaged/leaking. The adverse event safety request for investigation complaint subclass shows an increase in nov2018 thru feb2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for menstrual products, refer to the attached trend chart for mar2016-mar2019. There is no further action required. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Process related: no. Complaint confirmed: no. Follow-up (24apr2019): new information received from the product quality complaint group includes investigational results. Company clinical evaluation comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.